Event description:
It was reported that during a sigmoid resection procedure, after one firing the device wouldn¿t open and remained closed and locked. There was no way to reopen the device and therefore the team had to open up a new unit. The operation went on without any complications. Procedure was prolonged by 15 minutes.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how was the device removed from the tissue? The device was removed without any problem. It was jammed after the first firing. But the staple line was formed perfectly. It was when they tried to open it after firing that it wouldn¿t open. Was the tissue excised to remove the tissue? Since the firing went well and the staple line were formed perfect there were no need for any tissue to be excised. The analysis found that one device was returned in good visual condition and with one ecr45w cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. In addition, the knife was not fully retracted, thus the device would not open. The knife was returned to the home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? It was used on the colon. At what location on the tissue? No information. Was it used on thick tissue? Yes. What was the outcome, leakage, bleeding or other please specify? The staple line was formed perfect, no leakage or bleeding. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. Was the cartridge correct inserted, did they hear the ¿click¿? Yes, according to the nurse. What color cartridge was being used? Green. What other color cartridges were used before and after this event? No other reloads where used with this instrument. The malfunction accord after the first firing. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Nothing reported. Were any of the forces higher or lower than expected (closing, firing, or opening)? Closing and firing was no problem. But the device wouldn¿t open after the first firing. Has additional tissue to be cut out? No. If yes, please specify the amount of additional tissue in cm, or was this tissue intended to be cut away anyway? Has this any impact on the patient, the surgery or the healing process? No, a new instrument where used to complete the operation. Is it possible to say what the stroke count indicator displays at the time the device couldn¿t be opened? We have no information on that. What position did the knife blade indicator show? It showed that the knifeblade was back in position and the staple line was perfect. What was the patient¿s pre-op diagnosis? Colon cancer. Please provide the patient¿s sex, age and weight. We have no information on that at the moment. What is the current status of the patient? No complications. Recovering from surgery as planned.